Event description:
It was reported that on (B)(6) 2024, an unknown size delivery system was chosen for a procedure. During procedure, the placement position could not be determined, after re-sheath was performed 5 times, the valve capsule was noted to be flared. The physician determined that it would be difficult to cross again and retrieved the system. The navitor system was replaced with a new one and it got successfully deployed. The patient was reported stable.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of positioning problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the valve was recaptured 5 times and the valve capsule was noted to be flared. Based on the information received, the cause of the reported positioning problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported that on (B)(6) 2024, an unknown size delivery system was chosen for a procedure. During procedure, the placement position could not be determined, after re-sheath was performed 5 times, the valve capsule was noted to be flared. The physician determined that it would be difficult to cross again and retrieved the system. The navitor system was replaced with a new one and it got successfully deployed. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.